Event description:
This ra lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2018. A call was placed to technical services on 09/06/2018 stating that this lead was fractured. Additionally, this lead had high thresholds and high impedance. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).